Event description:
It was reported the customer wears the insulin pump in her pocked, which tends to fall out. The device then will pull out the set and the cannula was bent. Customer's mother was unaware of any issues but did inquire if there was an alarm to notify customer of bent cannulas. Customer was advised the insulin pump would alarm no delivery. Customer's mother was advised a high pressure test can be performed to see if the device will alarm no delivery. Customer's mother did not have the device. Customer's mother was advised to monitor the device and call back if any issues occurred. Customer blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.